Event description:
A malfunction was reported but did not cause the customer's blood glucose level to exceed 500 mg/dl, with the issue not impacting their health adversely. The customer was able to reset the malfunction code, and it did not recur, allowing them to continue using the pump. Technical support advised the customer to call back if the issue reoccurred, which the customer understood.